Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product or procedural details.

Event description:
It was reported that there was an occlusion of the sfa proximal to the stent and in the stent with pavk st. Iib 9 months after stent placement. A percutaneous procedure was performed for treatment and the patient recovered.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. X-ray images from the day of the initial stent placement as well as from the day of the performed re-intervention were provided. Based on the provided images, no indication for irregular stent placement or a defect of the placed stent was found and no indication for a device relation of the reported reocclusion could be identified. Previous investigations of similar complaints have been reviewed. In general, restenosis of a stent may be caused by various factors and may occur inside non-defective stents that have been correctly placed. Restenosis may be related to the general condition of the patient or to the vascular conditions of the patient. Restenosis may also occur inside stents that were placed with an irregular strut pattern. Insufficiently or not performed balloon dilation may be another contributing factor. On the basis of the provided images a deficiency of the placed stent could not be identified. The IFU sufficiently addresses this potential risk by indicating that arterial occlusion/ restenosis of the treated vessel is a potential adverse event that may occur. Furthermore, the IFU closely describes the stent placement by stating: "to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...). Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. (...) With distal end of the stent apposing the vessel wall, deployment continues with the following method (...). While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end." The IFU also mentions balloon pre- and post-dilation:"predilation of the lesion should be performed using standard techniques." And "post stent expansion with a pta catheter is recommended."

Event description:
It was reported that there was a reocclusion of the sfa proximal to the stent as well as inside the stent with pavk st. Iib. This was found 9 month after stent placement. The stent has been initially placed in the right leg to treat a 95% stenosis; the target lesion had a length of 150 mm and was located in the distal sfa to the prox. Popliteal artery. The lesion was severely calcified; the lesion was predilated with a 4x40 mm balloon. The stent has been post dilated with two drug coated balloons (5x100mm each). There was no remaining stenosis after post dilation. No second stent has been placed on this date. Two weeks after the in-stent reocclusion was identified the target lesion was treated by an additional stent placement.